Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and rsd/causalgia-complex regional pain syndrome reported via the manufacturer's representative (rep) they leaned over to reach for something when they felt the implantable neurostimulator (ins) flip and move in the pocket. As a result they were no longer able to communicate with or recharge the ins. The consumer was seen by their physician on (B)(6) 2016 who confirmed by x-ray the ins was flipped. The physician tried to manipulate it at that time; however the consumer couldn't tolerate it. The consumer was going to be scheduled for a manipulation/battery revision, however, they were waiting for coumadin clearance from the cardiologist in case the physician had to open the pocket.

Manufacturer narrative:
Supplemental to update (B)(4) no longer applies.

Event description:
Additional information received from the manufacturer representative reported that there was an alleged overdischarge. The patient's implant was flipped and they had surgery on (B)(6) 2016 to flip it back. The patient had been unable to charge since (B)(6) 2016 due to the flipped device. A physician recharge mode (prm) was started after some difficulty and the representative wondered if the green key was stuck; the representative started the prm when the speaker key was pushed first. Additional information received from the representative reported that the battery was pulled out of overdischarge at a previous appointment and the patient claimed to have charged the battery to 100%. Further information received from the consumer via the representative stated she had complained of premature battery depletion and frequent charging sessions. The patient also reported some incisional pain and drainage one week post operation when the first prm was done. The issue was not resolved at the time of the report.

Event description:
Additional information received from the manufacturer representative on 2016-september-28 stated that the patient would like to have a replacement. When the patient met with the healthcare professional, they indicated that they would like have a replacement. The healthcare professional instructed the patient that they were willing to replace the battery with patient's word that the patient will be diligent in their recharging effort. Healthcare professional stated that the patient will need to charge 1-2 times per week on usage.

Event description:
Additional information recieved from a manufacturer's representative stated the patient is scheduled for a device replacement on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep) on 20-sep-2016 reported that the battery was pulled out of overdischarge at a previous appointment and the patient claimed to have charged the battery to 100% but it was in overdischarge again. They were unable to communicate with the battery and got a no implant found message from the clinician programmer. A physician mode recharge (pmr) had been run without success and after using the antenna locate feature another pmr was started. Further information received from the consumer via the representative reported that two weeks post operation they were unable to communicate with the clinician programmer and had attempted to recharge the night before without success. Three pmrs were attempted with no response from the battery. Additional information received from the rep on 23-sep-2016 reported the implant was still in overdischarge. It was noted that he patient had been instructed to go home and fully charge the battery after their prior overdischarge was recovered, however, the patient stated the site was too sore and she could not. The patient had an appointment scheduled with the healthcare provider (hcp) (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the device dead within a month or so after it was implanted. The patient indicated they did not get relief for her rsd. Device was removed (B)(6) 2016. No further patient symptoms or complications were reported in this event.